Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing the contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. Device discarded by user.

Event description:
It was reported that the surgeon was originally going to do a meniscus removal but decided to try using an ar-4502 speedcinch first. The first implant was deployed and during the deployment of the second implant, the tip of the delivery needle broke. The broken part and the second implant were removed from the patient; the first implant remains in the patient. The case was completed with meniscus removal.